Event description:
It was reported that surgical intervention was undertaken wherein the cut lead was explanted and replaced. Surgical intervention addressed the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2019-03657.

Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
Related manufacturer reference number: 3006705815-2019-03657. It was reported one of the patient's leads was cut during an unrelated surgery resulting in ineffective stimulation. Surgical intervention may be pending to address the issue. All of the patient's leads are being reported as it is unknown which lead was cut.